Event description:
A stryker core impaction drill was sent in for repair due to overheating during a tooth extraction. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.